Event description:
Related manufacturer reference number: 2017865-2023-15839. It was reported that atrial and right ventricular (rv) lead dislodged after patient fell. Dislodgement confirm via x ray and no capture was also noted. The leads were explanted and replaced. The patient is in stable condition.